Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed lesion being treated was located in the moderately tortuous, severely calcified distal unknown vessel. The lesion was predilated with an unknown 2.5mm balloon. The physician attempted to place the 2.50x24mm taxus liberte stent, but was unable to cross the lesion. The stent was found to damaged. The procedure was completed successfully with another taxus liberte stent. No patient complications were reported. Patient status reported as "good".

Manufacturer narrative:
Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)